Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed multiple alerts including alert 41 related to an insulin delivery mechanism error, with dosing stopped and repeated restart attempts, and the user had recently connected a new dexcom g6 while the ilet displayed cgm connection prompts. Symptoms included hyperglycemia with a reported blood glucose of 338 mg/dl for approximately two hours, without ketone testing, back-up therapy, medical intervention, or other assistance. Outcomes included temporary interruption of automated insulin dosing and the need to use cgm independently while awaiting a replacement device. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.